Manufacturer narrative:
Only the vr joystick and air toggle switch were returned. The root cause of the error code appeared to be a loose ribbon cable connection inside the joystick which led to a 7 flash error and inhibiting of the drive and elevation functions. It is unknown how this loose connection occurred.

Event description:
Provider alleges consumer was stuck in the elevated position and had to call the paramedics for assistance.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was stuck in the elevated position and had to call the paramedics for assistance.